Event description:
Sigmoid colectomy procedure. Pcs29 dlu was connected and calibrated normally. Device was closed into firing range after some difficulty and fired. Upon removal, a 1 cm portion of the anterior side of the staple line revealed some malformed staples and an opening of the anastomosis. Sutures were used to repair the leak and close the opening. The remainder of the staple line formed correctly.